Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to pericardial effusion. The right atrial was explanted and replaced. The patient was stable and in good condition post procedure.